Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the patient experienced hypotension and died. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the patient's iliac vein. The physician set up zelante dvt. Patient was in a prone position for the procedure. The lesion was approached through the popliteal vein. The physician activated the device and they removed the clot with one run of the device. A venogram confirmed that clot was being cleared. Then upon activating the device for the second time, the anesthesiologist alerted the operator that the patient's blood pressure was going down. The physician was instructed to stop the angiojet. After stopping the device, the patient's vitals returned to normal and the procedure was resumed. After another venogram, the anesthesiologist started talking to the patient asking the patient to breathe. The procedure was stopped. The total run time was 240 seconds. The code team was called, and the coding was performed, however the patient died.